Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and reported the turbine differential transducer has failed calibration testing. After replacing the main printed circuit board assembly, the issue was resolved. The fsr performed the operational verification procedure and returned the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.